Manufacturer narrative:
This patient developed a draining fistula over the fossa component. The surgeon removed the fossa component (reference MDR# 2031049-2020-00074) and mandibular component, and implanted an antibiotic spacer. After the tissue is recovered, and the infection is resolved, the surgeon plans to place revision implants.

Event description:
The right mandibular component was removed due to infection.